Event description:
It was reported that the right atrial (ra) lead had oversensing and was noted with noise. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d154awg implantable cardioverter defibrillator: (B)(6) 2009. 694758 implantable tachy lead: (B)(6) 2008. 5054-58 implantable pacing lead: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.